Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31gcu implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the lead migration or dislodgement and it explanted. The patient's return of baseline symptoms-urinary incontinence. Lead had migrated, causing patient to turn device off and a return in symptoms. Cause of migration is unknown. Lead was removed and replaced with a new lead on the opposite side

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the therapy worked for about a week or so after receiving the implant and then they had to have the implant reprogrammed quite a few times. Patient said that the program was too intense and it didn't work and patient was back to wearing depends every night . Patient said that they went to see another healthcare provider who took an x-ray and said that there was a kink in the wiring and that could be why it wasn't working. Patient said that provider scheduled surgery right away and decided to move the ins to the left side and replaced the wire. Patient said since this happened, the therapy is working great and doesn't wake up to during the night to pee. When ins was on the right side it was bothering the patient by the right hip and that is why they moved the ins to the other side. Also reviewed colonoscopy guidelines and provided phone num ber to stim technical services to provide to surgical team.